Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance / manufacturing irregularities] were identified. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes. If so, were the staples formed correctly? No. If so, is the staple line complete? Not informed but based on the report I believe not. Did the device cut? If yes, has the cut line been completed? If so, was there a problem with the cut line, such as serrated, dull knife, irregular, etc? Was there any difficulty opening the device? If so, how was the device removed from the patient? If so, did the jaws eventually open? Is the patient's current status known? Discharge patient. Was there any consequence to the patient or change in the patient's postoperative care as a result of the event? (Prolonged hospitalization, readmission, reoperation, etc.) Patient had a cut stomach. What foreign object or tubes where in the stomach at the time of firing? Answer: by analyzing the records and discussing the case with the surgeon, it was identified that the patient was using a conformance 32 probe. However, it is transparent and the image in the video is whitish. The patient was not using a gastric or nasogastric tube. Additional information provided: on september 29, the institution informed me that the two products were used on the same patient and that the surgeon reported having problems with the stapler as well, but they do not have code information or batch to pass. The patient had to undergo another open procedure, extended hospitalization time. "Could you please clarify if there were any patient consequences? Cut in the patient's belly. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Increased surgical time and possibly postoperative bleeding, as stapling is more hemostatic than hand suturing. The patient also had his length of hospitalization increased. A video was provided for review by ethicon medical safety officer. Following are their observations: in video 6 it is very clear that a white foreign matter tube or ng tube was within the jaws at the time of firing leading to this staple formation issue.

Event description:
It was reported that during an unknown procedure the reload did not close properly, requiring two more reloads to be opened.